Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/20/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/15/24. On (B)(6) 2024, the user experienced a severe hypoglycemic event, leading to the removal of the ilet system. The user, who has gastroparesis and lives alone, attempted to treat a low bg with 4 ounces of apple juice but blacked out before being able to drink it. They regained consciousness hours later, finding the juice had fallen, but their blood sugar rebounded. The next day ((B)(6) 2024), while struggling with neuropathy and motor skills, the user's blood sugar dropped again. They blacked out a second time and regained partial consciousness, experiencing fluctuating cognitive abilities, difficulty speaking, and confusion. They had missed taking their medication the previous day, which worsened the situation. While on the kitchen floor, the user vomited, experienced regurgitation, and had trouble processing thoughts. The user did not know how low their bg dropped. After the user called 911 the paramedics administered glucagon and was transported to the hospital. The user was not admitted and was released the same day. The user reported experiencing loss of consciousness, dizziness, cognitive impairment, sweating, vomiting, and difficulty with motor control. Due to their complex health issues and lack of support, the user felt the ilet was not a viable option at this time but may reconsider it in the future if they transition to assisted living. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.